Manufacturer narrative:
Manufacturer's report date 8/7/97. The hosp still does not know which pump was involved in the incident. Therefore, all 4 pumps, owned by the hosp, were evaluated. Two of the four devices were returned to this MFR and evaluated. The instruments were tested for rate accuracy and were found to meet manufacturer's specifications. The two remaining pumps were evaluated by user facility outside source and were also found to meet manufacturer's specifications. It has been determined that this was a user related incident, and that the instrument did perform per manufacturer's specifications. This report was filled out by the MFR. Correction to manufacturer's report on section g-7,h-1,2,3.

Event description:
The pump changed rate from 12 ml/hr. There was no resultant pt complication.